Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "post peripheral ventricular assist device (pvad) removal, physician met severe resistance advancing the bypass tube through the valve of the manta sheath. The manta device would not advance at all into the manta sheath. Physician removed the first manta sheath and opened a second manta. The access site was successfully closed with the second manta device."

Event description:
It was reported that: "post peripheral ventricular assist device (pvad) removal, physician met severe resistance advancing the bypass tube through the valve of the manta sheath. The manta device would not advance at all into the manta sheath. Physician removed the first manta sheath and opened a second manta. The access site was successfully closed with the second manta device."

Manufacturer narrative:
Qn#(B)(4). The customer complaint of bypass tube resistance was able to be confirmed through investigation of the returned device. The customer returned one 14fr manta device, one 14fr sheath, and one depth locator. Signs of use were observed. Visual analysis revealed that the button valve was displaced and partially torn. This damage is consistent with bypass tube resistance. Functional testing revealed moderate resistance when advancing the bypass tube into the sheath. The additional information received indicates that severe resistance was experienced during bypass tube advancement. No structural damage or buckling of the sheath was observed. No medical intervention was required. A device history record review was performed, and a relevant finding of bypass resistance was identified. A CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were implemented. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. Based on the information received, the most likely root cause is supplier related. Teleflex will continue to monitor and trend for reports of this nature.